Manufacturer narrative:
Concomitant medical products: product ID: 37743, serial# (B)(4), implanted: (B)(6) 2008, product type: programmer, patient. Product ID: 37083-20, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. Product ID: 37754, serial# (B)(4), product type: recharger. (B)(4).

Event description:
It was reported that a patient had an equipment failure and the battery was almost dead.

Event description:
Additional information received reported the patient received assistance from their healthcare professional (hcp) or a manufacturing representative and their concerns were resolved. It was noted the patient hand an appointment with their hcp.